Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead product ID 977a260, lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead analysis information: pli# 20 product ID# 977a260 analysis identified that the 0-7 conductor(s) were broken; 23,7 cm from the distal end of the lead. Pli# 30 product ID# 977a260 analysis identified environmental stress cracking (esc) on the outer insulation of the body of the lead which did not affect the function of the device. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the leads were replaced on (B)(6) 2024, and the issue has been resolved.

Event description:
On (B)(6) 2024, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, 38010- contact 8, 37760-contact 10, 37810- contact 13. Patient received "unable to achieve desired settings" message, checked and found orange impedances so rep programmed the contacts around the contacts giving impedances. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. On (B)(6) 2024, the rep reported new high impedances. Multiple electrodes noted at 40,000 ohms and do not use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type: lead, product ID: 977a260 serial# (B)(6), implanted: (B)(6) 2022, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The leads were returned. The reason for return was there were impedances on one lead.